Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA by (B)(4) 2011.

Event description:
The customer reported that during cardiac intervention on a female (B)(6) resuscitation was necessary, applying efficiently force to the chest is not possible due to the sparingly table top. We had to support the table plate but that difficult as well. During reestablishing the circulation, it's inevitable to use the x-ray stand as well. In practice that means fluoro and heart massage successively. To move the table top across the table base means loss of important seconds, because in that case we had to rearrange frontal and lateral stand. Intervention possible, reestablishing the circulation fractionally possible, pt died unfortunately.